Event description:
During a routine check of the iabp, the customer observed that the iabp did not complete the power up cycle. No pt was involved.

Manufacturer narrative:
Although the company representative was unable to duplicate the reported problem, he found this to be an intermittent issue since the customer was reporting this for a second time. As a precautionary measure, the front end board (part number # 0670-00-0769e) was replaced and b. 07 software was reloaded for the second time. The iabp was tested to factory specification. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).